Event description:
Patient experienced symptoms including dehydration, nausea, vomiting, intestinal pain and diarrhea and was hospitalized for three days with a diagnosis of diabetic ketoacidosis. Blood glucose was reported at up to 400 mg/dl prior to admission. The patient was wearing the pod between 4 and 24 hours before seeking medical attention. The event was associated with a communication issue between the pod and the cgm sensor. Patient could not recall the alarms due to waking up. Treatment included intravenous fluids and an intravenous insulin drip.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Operating system: bp2a.250605.031.a3.s931u1ueu5byi3. Hardware: sm-s931u1. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The pod data showed an 0x40 alarm occurred, indicating the rotational sensor exceeded the maximum open pulse counts. The pod data showed that timeouts occurred in tandem with a failure to transition in the rotational sensor data, indicating a drive stall. The drive mechanism assembly as well as the electrical components showed no damages or deficiencies that would prevent normal operation. The high pulse widths with drive stall led to the 0x40 alarm being generated. The exact cause of the 0x40 alarm could not be determined. The device was successfully activated and rerun both on manual and automated mode. Inspection of the patient history buffer (phb) data found -1 estimated glucose values (egvs), indicating signal loss between the pod and the continuous glucose monitor (cgm). The exact cause of the reported pod communication error event could not be determined. During fluid path testing, the fluid had no issues traveling the complete fluid path and no leaks were observed. However, both the front and back of the reservoir exhibited damages and a puncture that aligned with dents on the underside of the top housing and a puncture damage to the bottom housing vent. The alignment of internal damage with the top and bottom housing damage indicates the damage was caused post-use.